Manufacturer narrative:
Other, other text: additional information received by smiths medical stating no patient involvement, and updated date of event to (B)(6) 2020.

Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in good condition. There was a backup audible alarm post in the event history log. This was observed upon power up. The reported product problem (system failure backup audible alarm) was therefore confirmed. The product issue occurred because the main board did not operate as intended. The problem source of this reported product issue was unknown. A root cause was not established. The main board was replaced in order to correct for the product problem. The pump underwent preventative maintenance and subsequently passed all the functional tests.

Event description:
It was reported that medfusion pump exhibited a system failure (back up audible alarm). No patient injury or complications were reported in relation to this event.